Event description:
The customer contact reported during start up the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.